Event description:
It was reported that during pulsed field ablation procedure, the right superior pulmonary vein was treated with 4 baskets and 4 flowers without any complications. During the delivery of the anterior anchor flower, the patient experienced ventricular fibrillation. Multiple unsynchronized shocks were administered, but there was no change. A code blue was called, and cardiopulmonary resuscitation (CPR) along with code protocols were initiated. After approximately 2 to 3 minutes of CPR, epinephrine, and an amiodarone bolus, the patient returned to normal sinus rhythm. A left heart catheterization was performed, yielding normal results. The pfa procedure was then completed with the lesion set to the right inferior pulmonary vein (4 baskets and 4 flowers). The patient is expected to fully recover. The faradrive sheath is not expected to return and was disposed, therefore the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc, it was unable to be obtained as the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.